Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed. During balloon inflation, the bav dislodged the valve into the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.